Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the camera head had no image and showed broken lines when plugged into the video processor. The issue occurred when preparing the device for use. There was no patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: scratches on charged coupled device (ccd) lense and blurry image. Based on the results of the investigation, it is likely the following led to the malfunction: blurry image due to faulty charged coupled device (ccd) and scratches on charged coupled device (ccd) lense. The most probable cause of the complaint is cause traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the camera head had no image and showed broken lines when plugged into the video processor. The issue occurred when preparing the device for use. There was no patient involvement.